Manufacturer narrative:
No device returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's report was not identified.

Event description:
The customer reported that an unspecified facility's biomed department received a pump with a note on unit stating there was a system error displayed on the device: (B)(4). The biomed performed functionality and safety checks on the device and upon start up an operating error occurred: 800.8000. There was no report of harm.

Event description:
The customer reported that an unspecified facility's biomed department received a pump with a note on unit stating there was a system error displayed on the device: 255-16-275. The biomed performed functionality and safety checks on the device and upon start up an operating error occurred: 800.8000. There was no report of harm.

Manufacturer narrative:
Additional information added to:,, and- updated to reflect 8015 pcu as suspect device.